Event description:
It was reported that the blue cable on the holster "doesn't work." There was no procedure involvement. There has been no pt consequences reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the blue cable was causing the l3-018 errors per the customer complaint of "the blue cable not working", and to correct the customer complaint, the analysis site replaced the blue cable. The analysis site also replaced the miter gear and the e-clip due to there was damage during disassembly. As part of the standard svc process heat shrink was added to the green and blue cables. After servicing the unit passed qa functional testing. The unit has not been returned for svc prior to this event, therefore, no svc history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.